Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and that there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the battery compartment was cracked from the top to the case seal along left side to the grip pad. A display and battery compartment leak was found during a leak test. Moisture was found inside the battery compartment and inside the pump.